Event description:
It was reported that the patients stimulation had changed from covering the back, legs and feet, to now mostly being felt in the thighs. The patient also described the stimulation as uncomfortable. Reprogramming was attempted, however it was unsuccessful. The patient initially describe the sensation as more comfortable, however then felt unwell and became unconscious. An x-ray was ordered. The patient was cared for by the hospital staff and eventually came around and felt better. It is not known what medical intervention was provided. The patients stimulation was turned off and the patient was discharged. The physician assessed that the stimulation caused the patient to pass out. The patient has fully recovered.

Event description:
It was reported that the patients stimulation had changed from covering the back, legs and feet, to now mostly being felt in the thighs. The patient also described the stimulation as uncomfortable. Reprogramming was attempted, however it was unsuccessful. The patient initially describe the sensation as more comfortable, however then felt unwell and became unconscious. An x-ray was ordered. The patient was cared for by the hospital staff and eventually came around and felt better. It is not known what medical intervention was provided. The patients stimulation was turned off and the patient was discharged. The physician assessed that the stimulation caused the patient to pass out. The patient has fully recovered. Additional information was received that the patient remained unconscious for approximately one minute. There was no medical intervention provided to get the patient conscious. An x-ray was ordered, however it has not yet been performed.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family scs-linear lead, upn m365sc2352x00 - length not known, model sc-2352-00 - length not known, serial/lot unknown, batch 7070152 unknown.

Event description:
It was reported that the patients stimulation had changed from covering the back, legs and feet, to now mostly being felt in the thighs. The patient also described the stimulation as uncomfortable. Reprogramming was attempted, however it was unsuccessful. The patient initially describe the sensation as more comfortable, however then felt unwell and became unconscious. An x-ray was ordered. The patient was cared for by the hospital staff and eventually came around and felt better. It is not known what medical intervention was provided. The patients stimulation was turned off and the patient was discharged. The physician assessed that the stimulation caused the patient to pass out. The patient has fully recovered. Additional information was received that the patient remained unconscious for approximately one minute. There was no medical intervention provided to get the patient conscious. An x-ray was ordered, however it had not been performed. Additional information was received that the patient has had the stimulation turned off, and therefore the pain has returned. The patient has not had any episodes of fainting.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family scs-linear lead: upn: m365sc2352500, model: sc-2352-50, lot: unknown, batch: unknown. Box d6a: implant date on (B)(6) 2016, exact date unknown.